Manufacturer narrative:
Monitor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp express kept reading up into the 200s. The customer was reported having to synch it back to the bedside monitor several times, then it would work again. After a few moments, it would fail. Furthermore, the customer was instructed to switch out the monitor with another. Since then there have been no further issues.